Manufacturer narrative:
(B)(4). Additional information requested from user facility. No additional information received at the time of this report. The cause of death is unknown. The user facility is awaiting results of the autopsy. Medwatch - mw5091747.

Event description:
Patient received 8.5fr psi for use with a 7.5fr swan on friday (B)(6). Swan was removed from psi on (B)(6). Removing clinician applied digital pressure to occlude distal portion of psi hemostasis valve, & then removed the psi from the patient. Patient then became short of breath , confused, & unresponsive within 5 mins of removal. The patient was sent immediately for CT scan, where air embolus was identified, & patient was then made comfort until he passed away at 5:45 am on tues (B)(6) 2019.

Manufacturer narrative:
Qn#(B)(4). Medwatch# mw5091747. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified to suggest a manufacturing related issue. The instructions-for-use (IFU) provided with this kit warns the user, "the practitioner must be aware of potential air embolism associated with leaving open needles, sheaths, or catheters in venous puncture sites or as a consequence of inadvertent disconnects. To lessen the risk of disconnects, only securely tightened luer-lock connections should be used with this device. Follow hospital protocol for all sheath and side port maintenance to guard against air embolism." The IFU also warns, "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If catheter introduction is delayed, or catheter is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with hemostasis valve/ side port assembly and sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." During the procedure, the IFU cautions the user, "place patient in slight trendelenburg position as tolerated to reduce the risk of air embolism. If femoral approach is used, place patient in supine position. " without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Patient received 8.5fr psi for use with a 7.5fr swan on friday (B)(6). Swan was removed from psi on (B)(6). Removing clinician applied digital pressure to occlude distal portion of psi hemostasis valve, & then removed the psi from the patient. Patient then became short of breath , confused, & unresponsive within 5 mins of removal. The patient was sent immediately for CT scan, where air embolus was identified, & patient was then made comfort until he passed away at 5:45am on tues (B)(6) 2019.